Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has health professional mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use states to contact olympus in the following item in case leakage is detected: ·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned tom olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: angulation in the up direction was out of standards due to the worn angle-wire, the gap on the up/down knob was out of standards due to the worn angle-wire, the insulation resistance value of distal end was out of standards due to the detached plastic distal end cover, the light guide lens had scratch, the bending section cover rubber adhesive was broken, the connecting tube was corrugated, the universal cord was corrugated, the suction cylinder was deformed, the air/water cylinder was deformed, the scope cover was deformed, insulation failure due to the cut lock engagement lever shrinkable tube, waterproof failure due to the right/left and up/down knob, the water supply quantity was out of standards due to the deformed nozzle, and the light guide bundle was abnormal.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had a stiff angulation control knob. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with another device and no reported delays. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found there was foreign material and residue in the jet channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.